Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a grip cable dislodged at the proximal end. Common causes of the failure mode dislodged grip cable at the proximal end are attributed to component failure. The dislodged grip cable at the proximal end cause loose cable at the distal end.

Event description:
Refer to h11 for follow-up information.